Event description:
It is reported that a dynesys (l3 - s1) was revised due to pain after several years of implantation and good midterm clinical outcome (painfree for a number of years). It is also reported that s1 screw was loosened.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in switzerland. The parts have been returned for eval. As soon as the investigation outcome is available, a f/u report will be sent. (B)(4).